Manufacturer narrative:
(B)(4). Insulin pump alarmed insulin pump error during motor rewind. After further review of the insulin pump's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the insulin pump, and it failed. Unable to perform the displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion tests or verify no delivery alarm due to insulin pump error alarm. Unit had cracked battery tube threads, cracked case (battery tube). Insulin pump p-cap, test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on it and also there was insulin flow block alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.